Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have one (1) severely bent grip tip, causing misalignment of the grip-tips. A clip can be properly loaded into the clip groove of the grip-tips but failed the clip test. The grips were not found to have cracking damage. Additional observation(s) related to the customer's complaint: the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). A clip was able to be installed onto the grips but the clip did not attach to the tubing. Common causes of the failure mode bent-severely instrument grips -tips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws. Common causes of loss of functionality to apply a clip are attributed to either a damaged grip cable or misaligned grips or bent grip tips.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.